Event description:
Per the clinic, the patient lost benefit with device use due to migration of the electrode array into the middle ear. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
Correction: the correct serial number of the explanted device is (B)(4), and not 1020141733303 as previously reported. This report is filed august 31, 2015.